Event description:
It was reported that during an unknown procedure, there is no information on both, devices did not function at all. Third device was used to complete the procedure. No adverse consequences reported. There is no information at all.

Manufacturer narrative:
(B)(4). Devices fired through lockout. The analysis results found that the (B)(4) devices (a and b) were received in good visual condition. Upon cycling the devices, they were noted to be empty and the lockout had been fired through. Please note the devices contain a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.